Event description:
It was reported that an asymptomatic patient presented for follow-up with device that was post-paced t-wave oversensing via review of stored egm. The oversensing was resolved by reprogramming the device. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.